Event description:
Customer reported that the insulin pump was cracked from the upper, right corner all around the casing. Customer reported that the damage was from normal wear and tear and that the insulin pump was not dropped. Blood glucose level 113.4 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Pump received with minor scratched display window, cracked display window corners, cracked belt clip slot, cracked reservoir tube lip, cracked reservoir tube. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.